Event description:
It was reported that the atrial channel did not show any activity. The atrial lead had dislodged into the ventricular chamber. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.